Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent angioplasty. A xxl vascular was used to try to pull down a migrated stent graft in the iliac vein; however, the balloon burst and sheared. The physician was informed about the limitations of the device and was advised to use a non-compliant balloon. No patient complications were reported.